Event description:
It was reported that the ilet bionic pancreas generated alert 41 indicating an insulin shaft rewind error, with the user performing multiple restarts and a factory reset before contacting support; the alert recurred after a guided restart, and the device was replaced after education on backup therapy and shipping procedures. Symptoms included no change in blood glucose. Outcomes included device replacement and completion of troubleshooting and education. Investigation included review of device history, verification of the alert in system logs, guided restart, and assessment of charge state. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.